Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left-side rupture per ultrasound and MRI. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side rupture per ultrasound and MRI. Device has been explanted and replaced.